Manufacturer narrative:
Insulin pump was received with blank display due to unplugged battery tube connector. After reconnecting the connector, monitored, and tested the insulin pump passed all operating currents within the specific range and passed off no power test. Insulin pump received with cracked battery tube thread and cracked reservoir tube lip noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept powering off without a warning. The customer inserted a new battery to resolve the issue. Two self-tests were performed and passed. The buttons on the insulin pump were hard to press. The display returned after troubleshooting. Customer's blood glucose level was 145 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.